Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead caused a red alert to be declared due to high shock lead impedances. The patient's physician was aware of the situation and the pacing system remains implanted at this time. The latitude data was reviewed by the physician who found that the data does not suggests a possible malfunction of the device or lead. Ventricle pacing impedance, sensing, and electrogram (egm) events were confirmed stable and normal. The physician will monitor the patent closely. No adverse patient effects were reported.